Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a guidewire fracture occurred. The target lesion was located in an arteriovenous fistula in the left distal elbow. The interventional treatment was successfully completed and then while withdrawing the pt² guidewire, the guidewire broke 7.5 cm proximal to the black sheath of the tip leaving a 35 cm long piece of guidewire in the patient. The physician successfully removed the guidewire fragment with a loop catheter. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a guidewire fracture occurred. The target lesion was located in an arteriovenous fistula in the left distal elbow. The interventional treatment was successfully completed and then while withdrawing the pt² guidewire, the guidewire broke 7.5cm proximal to the black sheath of the tip leaving a 35cm long piece of guidewire in the patient. The physician successfully removed the guidewire fragment with a loop catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluation: visual inspection revealed that the returned device was fractured into two section. The proximal portion presents a kink at 0.6cm from the proximal end. The distal portion presents two kinks at 0.5cm and 35.2cm from the proximal end. All dimensional measurements met specifications. The device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab concluded that the failure occurred due to bending and torsion overload. Based on corresponding failure modes and surface characteristics, the two parts match each other. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).